Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the pump pressure level seven was lower than expected and if the pressure was increased, suction alarms were generating. Repositioning attempts failed. The patient was taken to the operating room for repositioning under fluoroscopy, as the latest echocardiogram showed the impella position to be suboptimal, several attempts to reposition were unsuccessful. The decision was made to remove the initial impella device and place a new impella to maintain sterility. The device was replaced. No patient harm was reported.